Event description:
The product was returned from a mortuary with no information. The manufacturer's device tracking system indicated the patient had expired. Additional information has been requested, but was not available as of the date of this report. Reference MFR report # 3004209178-2009-01412.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.